Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: review of the provided photograph showed evidence of a slightly bent distal tip of the device. No other damage was visible on the device in the photo provided. Whilst the complaint event of a ¿kinked/bent¿ tip can be confirmed, the complaint event of ¿the stent was impeded in microcatheter hub¿ cannot be confirmed from the photo provided. The root cause cannot be determined from the provided photographs and information. A review of the manufacturing documentation associated with this lot: (23d202av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure, the 5mm x 33mm embotrap ii revascularization device (et007533 / 23d202av) was impeded in the microcatheter hub and could not be advanced further. The physician retracted only the embotrap ii device and observed that the tip of the device was kinked / bent. A photo of the device was included in the complaint. The physician replaced the device to complete the procedure using the same concomitant microcatheter. There was no report of any negative impact to the patient. The product analysis team will review the photo of the device included in the complaint. On 02-apr-2025, additional information was received. Per the information, the target vessel of the thrombectomy procedure was the left middle cerebral artery (mca). The concomitant microcatheter used was a 150cm x 5cm prowler select plus microcatheter (606s255x / 31120102). Per the information, the reported issue occurred before the embotrap ii device made its first pass. The replacement device was not another 5mm x 33mm embotrap ii device (et007533). The reported issue did not result in a clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the initial inspection and examination under magnification of the returned embotrap ii device showed evidence of damage and deformation present on the proximal coil and distal tip. The visual inspection also concluded that the returned embotrap ii device was correctly assembled and manufactured. The returned embotrap ii device was successfully passed through a 0.0195-inch ID tube, confirming that the profile conforms to the specification for compatibility with 0.021-inch microcatheters. The microcatheter used during the procedure was not returned. Therefore, for the investigation activities, a compatible microcatheter was used with embotrap ii. Device insertion and delivery assessments were performed using the returned embotrap ii device and a sample prowler microcatheter. No resistance was met when inserting the returned device into the microcatheter. The returned device was able to be fully inserted into the sample prowler microcatheter. Therefore, the complaint event was not confirmed. A possible cause of the complaint event is a restriction in the hub of the microcatheter, however this cannot be confirmed as the microcatheter was not returned with the device. The root cause of this complaint cannot be confirmed based on the information provided. There is no indication that this complaint was a result of a defect or malfunction of the embotrap ii device. A review of the manufacturing documentation associated with this lot (23d202av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 10-apr-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.